Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/7/2016 that a customer had an issue with a safety needle. The customer states the intravenous needle (B)(4) no. 20g 1 present some difficulties such as: - not fully adapted to the syringe so sometimes there is medication waste or other. Some difficulty in making vacuum due to this limitation of not adapting well. - sometimes when removing the protective needle capsule automatically exits the capsule that protects the sting, which then limits its use. In smaller children sometimes we need to perform collections with this needle caliber and this type does not suit our needs.